Event description:
During evaluation of a returned homechoice device, a baxter technician determined the home choice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.